Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #(B)(4). The device was returned with the blade tip broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: " error code 5 ". During functional testing on a gen04 the device gave an error code 5. The device will stop activating, and emit a solid tone or show an error code 5 on the generator display when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. No conclusion could be reached as to how this issue occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, solid tone with error code 5. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.